Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead exhibited high thresholds and increasing imp edance. The rv lead remains in use. No further patient complications have been reported as a result of this event.